Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was in the patient infusion line. The customer experienced elevated blood glucose (bg) level of 297 (mg/dl). The patient line was primed to removed the air bubble. The customer then delivered a bolus to address their bg levels.